Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed.

Event description:
The customer reported damage to the ECG trunk cable and the ECG lead set. There was no reported patient incident/injury.